Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens, broken battery door, and a cracked battery compartment. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined the most probable cause was a faulty dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a "cassette not attached. Reattach cassette." Alarm. The event occurred during testing, there was no patient involvement.